Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s entire system was explanted on (B)(6) 2019 due to pocket infection. Patient was stable post-system explant procedure. On (B)(6) 2019 a new system was implanted. No further information is available.

Event description:
New information received notes the infection was discovered in the hospital. Patient condition was good before, during, and after the new system was implanted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.